Event description:
It was reported that the defibrillator "did not work even though the indicator lamp was on". Further information was provided that there was a battery failure. There was reportedly no patient involvement.